Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Xie, t., & tang, w.; acta radiologica; 2024; 65(4) 367¿373; could emergency admission plasma d-dimer level predict first pass effect of stent retriever thrombectomy in acute ischemic stroke?; doi: 10.1177/02841851231218375 literature was reviewed regarding "could emergency admission plasma d-dimer level predict first pass effects of stent retriever thrombectomy in acute ischemic stroke?" The time frame of this study was from (B)(6) 2018 to (B)(6) 2021. The following medtronic device was used: solitaire ab stent retriever, navien catheter, and rebar catheter. Deaths are not mentioned in the study population. Among patient adverse events included: symptomatic intracranial hemorrhage (sich) with a reported occurrence of 11.8% (37 patients) in the overall cohort. The first pass effect (fpe) group experienced slightly lower sich rates (6.8% vs. 13.8%; p = 0.086) compared to the non-fpe group. Rescue therapy required when successful recanalization failed after multiple attempts.